Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The evaluation determined that the display issue was due to the main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed an astral device had a touchscreen that was intermittently unresponsive . There was no patient injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device had a touchscreen that was intermittently unresponsive. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Investigation of the returned device determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).